Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the united kingdom, during a transcatheter aortic valve procedure by transfemoral approach, the 29mm sapien 3 ultra resilia valve embolized into the ventricle during valve deployment and the 29mm commander delivery system balloon burst due to the delivery system pusher not being pulled back. The ruptured balloon was pulled back into the sheath. However, the sheath then became stuck in the iliac and everything was removed via surgery cut down. The patient subsequently went for surgery to remove the valve. A surgical aortic valve replacement was performed. The patient was stable and recovered well. The pusher was not pulled back due to human error as it was reported that the physician was distracted by other aspects of the procedure.